Manufacturer narrative:
Additional information: g3 correction: a5a, 5b. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic low anterior rectal resection, after the physician approached the rectum, and closed the cartridge, however the green light did not light up and therefore the device was not fired. The stapler was removed from the patient and was replaced by another reload. Upon checking the device, it was found that reload was bent to the right and the connection with the adapter was loose. The replacement reload was then used and successfully fire, however the knife of the reload did not return after firing. All possible measures (forced restart, reconnecting the handle and adapter, manual adapter tool) were attempted, but the knife could not be pulled back. The mouth and anal bowels of the reload that was locked on the tissue was separated using another company's stapler. The surgical time was extended by 45 minutes due to the tissue.

Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# n4e1911y egia60amt - egia60amt egia 60 artic med thick sulu, lot# p4j0862 sigphandle - sig power sigphandle handle sigpshell - sig power sigpshell control shell, lot# n4h1815y medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that it was difficult to retract the knife blade, difficult to straighten, the reload was loose on the device and the instrument was locked on tissue. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.